Event description:
It was reported that during a lap supracervical hysterectomy procedure, the gernerator gave an unspecified error message outside of the patient. When the device was introduced into the patient, the device sparked. No burns of any sort were reported. It is not clear if another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the instrument was received in good condition. Body fluids were found on the jaw. A small fracture was noticed on the bottom of electrode.. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). There were no anomalies noted with the functionality of the device and the small fracture on the electrode did not affect functionality. No yellow alert screens were displaying during testing. There was no evidence of sparks during analysis. It could not be determined what may have caused the incident reported. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.